Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event. The fse conducted follow-up with the customer over-the-phone to address the reported event. The fse performed troubleshooting with the customer to install part xp1144 to correct the issue. After replacement of the part, no further leaks were noted and the system was working properly. Qc passed, and chromotography was also reported to be good. No further action was required by fse. The most probable cause of the reported event was due leak of the rotary valve.

Event description:
On (B)(6) 2016, the customer reported a leaking valve with their g8 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.